Manufacturer narrative:
The system was examined and the reported event was confirmed. The energy parameters had drifted out of specifications. As a correction, the company representative recalibrated the energy printed circuit board (pcb) parameters. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Based on the information provided the root cause of the reported event can be attributed to a drift in the energy calibration parameters. It remains inconclusive at this time how or when these parameters drifted out of specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported, following lasik flap creation of the left eye it was impossible to lift the flap. The remainder of the treatment was cancelled. Upon follow up, doctor is very upset and no longer wants to provide any more information.